Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that surgical intervention had not taken place, and the issue had not been resolved yet because the patient had been prescribed some medication which they could not cut off. The patient had a stent procedure in october or november 2019. Due to the drug use of aspirin, the operation date had not been confirmed. The hcp would consider the other department consultant's answer before scheduling an operation. During outpatient visits, oral medication was given as a temporary measure. The hcp had explained the patient¿s current condition to both the patient and the guardian. It was further reported on 2020-aug-18 that the hcp decided not to operate. Surgery did not proceed immediately due to an improvement in response to several drugs for patient (as part of the patient's treatment process). The patient and caregiver also agreed with the hcp¿s opinion. At the end of 2020, the hcp would consider surgery again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 10 mg/ml at 1.821 mg/day via an implantable pump. It was reported that pain occurred again. Device interrogation revealed that a motor stall occurred. A meeting with the hcp was going to take place on (B)(6)2020. It was unknown if surgical intervention [would] occur. The issue was not resolved, and the patient¿s status was unknown. The caregiver clarified that no accident to the patient had occurred (with regards to environmental, external or patient factors might have led or contributed to the event). Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable.